Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer tests during pre-use check. There was no patient involvement. The reported issue has been confirmed during evaluation of the provided problem description and service report. The log files were not attached. Based on information provided, o2 and air nozzle units were defective and the parts have been replaced. Moreover, cassette membrane was replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned to factory for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).